Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed resulting in elevated blood glucose (bg) levels ranging between 342-343 mg/dl. Additionally, it was reported that a minimum fill notification was received. Manual injections were used to correct bg. A supply change was performed to address minimum fill notification and air bubbles.